Manufacturer narrative:
The investigation for the optical signal issue has been completed. The pump was returned for investigation. No physical abnormalities were reported on the returned product. The pump passed the laser continuity test for the optical line. All the 5s snr parameters were within the specified range. The pump was tested in a bucket of water and ran as intended. The data log shows that the placement signal reached 3000 with psnr, then after the pump was inserted into the patient's body, the snr trended from 4000 to 0. The snr and contrast remained at very low limits and trendy throughout the case, without obtaining a placement signal. The cause of the optical signal issue was most likely patient condition related, based on returned product investigation and data log review.

Event description:
The complainant had placed an impella cp pump for support of a post-operative coronary artery bypass graft/aortic valve repair patient. The pump was placed as care escalation from an intra-aortic balloon pump and the team considered impella cp-rp support. The impella cp was explanted and replaced after just over one hour of support due to lost placement signal. The patient survived the explant.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.